Event description:
Healthcare professional reported ¿leaking¿ this record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Clarification d.6a (implant date): the reporter provided the partial date of implant as 2005. Adjusted the implant date to (B)(6) 2005 to align with the date of manufacture of device (28/jun/2005). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedures creases, wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device has been explanted and replaced.